Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. During surgery, issues with device migration were not noted so the wound was closed. The recipient has resumed device use. This is the final report.

Event description:
It was reportedly believed that the recipient experienced device migration. On (B)(6) 2019, the recipient underwent repositioning surgery, however, during surgery it was concluded that the implant did not migrate.

Manufacturer narrative:
The recipient reportedly presented with swelling. The recipient's activation went well.